Manufacturer narrative:
Patient report of a staph injection in the jaw area requiring treatment about 3 years after bellafill injections. Per discussion with patient (initial reporter)on (B)(6) 2021: she noticed pimples a couple of months after her bellafill injections done by (B)(6) at dr. (B)(6) office (on (B)(6)2018). She went back to see her injector at that time who told her it was adult acne. She states the issue has moved from her right cheek to her left cheek and is now on her left jaw. She recently had a biopsy by a different physician who told her that she has a staph infection and granuloma that probably started with the belalfill injections. The patient declined to provide the name of this physician. The patient relays that she also recently saw a hematologist who told her the infection was due to bellafill injections. The patient declined to provide the name of the hematologist. Per the patient she was then treated with antibiotic cream and steroid shots. Per discussions with injector (B)(6), rn on (B)(6) 2021: injecting office info: (B)(6), rn, dr. (B)(6). The patient had adult acne. There was an area on the patient's cheek with several milia that the patient kept picking at during a prior aesthetic treatment visit (on (B)(6) 2018) before her bellafill treatment a few weeks later (on (B)(6) 2018). No milia was noted during the bellafill treatment on (B)(6) 2018. The patient was injected with bellafill in multiple areas: temples, cheeks, nasolabial folds, oral commissures. The milia was again noted about a month after the patient's bellafill treatment during another aesthetic treatment (on (B)(6) 2018) and the patient was referred to a dermatologist. The patient hasn't returned to their office since then. (B)(6), rn, states they will reach out to the patient and will let suneva know if there is any further information to provide. The date of event is unknown. The patient indicated she was recently diagnosed. The patient's issue was noted in the cheek, then jaw areas. Per the bellafill instructions for use: bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Per the bellafill IFU warning: "use of bellafill at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the inflammatory process has been controlled." There was no indication from the patient that the granuloma required medical treatment. Granuloma is an anticipated patient event that is documented in the bellafill IFU. Clinical studies support that granuloma may resolve over time with or without treatment. Bellafill completed review of the lot number used in the patient's bellafill procedure, lot f181023. No issues were noted in manufacturing records. The lot has since expired; therefore, retained lot samples were not available for review. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient report of a staph injection in the jaw area requiring treatment about 3 years after bellafill injections.